Manufacturer narrative:
The device was evaluated and the trigger assembly was replaced and the device was returned to the customer.

Event description:
It was reported that the device was returned to the manufacturer for repair and the service technician found that the trigger was sticky. There was no patient involvement or adverse consequences related to this event.